Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Evalution found pca burned that cause device was turn off. Additional failure observed blower box contaminated. The device was scrapped. Device has been returned to the manufacture. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.